Event description:
It was reported that case was scheduled as osteophyte removal from patella. When in the case, discovered a crack in the poly on the patella. Pulled the poly out and replaced it with a new one. It was further reported that the patella was loose and that it was not adequately supported by bone. Furthermore, they had the patella implant already in, and were going in to remove an osteophyte on the patella. As soon as they saw the implant, they pulled it out and implanted another scorpio done patella in its place.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.